Event description:
It was reported that there was event with a cutting loop. We have been made aware of an event pertaining to a 011160-01 electrode, bipolar that occurred at (B)(6) hospital whereby patient injury occurred. The following was reported: during a turbt procedure the consultant perforated the patient's bladder wall whilst using the bipolar loop. Most of the tumour had been removed and there was just a bit of tissue left that required resection, during this final pass the loop the bladder perforated. There was no failure of the loop or any other part of the storz equipment. It was reported that this incident was down to lack of experience with the equipment. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. Due to a lack of the product (discarded by user), an investigation could not take place. However, based on our experience and similar complaints it is most probably that a usage related error (e.g. An overload situation) led to the described failure pattern. The event is filed under internal karl storz complaint ID (B)(4).